Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip open/close cable was frayed at the distal idler pulley. The frayed strands were sticking out of the wrist. Failure analysis investigation also found that the instrument had the following additional damages: 48 - the same frayed grip cable was derailed. The grips opened and closed, but the movement may not be precise. It was concluded that the cable derailment was likely due to the cable losing contact with pulley during wrist articulation. The fleet angle between the proximal and distal pulleys may have contributed to the derailment. 80 - there was an indentation at the edge of the distal pulley and there were visible scratches on the surface of the pulley. It was concluded that the damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci thorocsopy with right upper wedge resection procedure, the coating on the megasuturecut needle driver instrument began peeling after it had been in use exposing the inner wires. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.